Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a varipulse catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical repair. The patient also experienced cardiac arrest requiring resuscitation. Ultimately the patient died. After doing the transseptal puncture and mapping the left atrium (la), plus already having ablated the left upper and lower pulmonary veins, the patient suffered from a constant drop of blood pressure. At first the operating physicians thought that it was due to a state of deep sedation or due to a vagal tone because of the ablation, however while doing a transoesophageal echocardiography (tte) ultrasound check, a pericardial tamponade was visible. Shortly afterwards, the status of the patient became critical and a thorax pericardial puncture was performed. While doing constant blood transfusion and performing a resuscitation, the physicians were able to stabilize the patient at a critical level and she was further transferred to the nearest heart surgery station. There, the patient underwent open-heart surgery. Afterwards she was hemodynamically stable and was transferred to the intensive care unit (ICU). During surgery, a laceration of the roof of the la was detected and closed. On (B)(6) 2026 it was reported that the patient died. The physician reported that there was no specific event that was related to the adverse event, however, he thinks it may be due to the "wrong choice of catheter". The patient was 81 years, maybe already had a thin posterior roof wall and possibly during clocking the varipulse catheter, it got hooked up on the roof of the la. However, while stabilizing the patient, other catheters were inserted and it is unclear, if these maneuvers enlarged the inner injury. Other relevant history includes patient being on low dose corticosteroid therapy, which maybe resulted in weakened la tissue and thinner walls. According to the physician, the reason that the physician used the wrong catheter was that the size of the la of the patient was expected to be rather small, plus due to the high age of the patient (81 years), the probability of already having weakened and thin heart tissue was increased. Movement of the varipulse catheter within such a la, instead of having the possibility to create a high-density map and to perform fine movements with a catheter with a force sensor, therefore, resulted in an increased risk of causing trauma. This was a varipulse pro case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: exact date of death was not provided, as such, we have populated (B)(6) 2026 as a best estimated date based on information received. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction:please consider the date of death which was reported in field b2 of the initial medwatch report as removed from that field. Since a date of death was not provided, consider this field blank to be blank. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).